Event description:
It was reported that during an arthroscopic repair, the physician was utilizing a quickdraw belay anchor 8mm. While attempting to implant the anchor, the anchor reportedly broke and was not able to be used. A total of four anchors from two different lots were used each with same result. There was a reported surgical delay of 35 minutes as a result of the event. The procedure was completed by drilling new bone holes and using a competitors device to complete the repair. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Ref mfrs report(s): 30006524618-2012-00637, 00638, and 00639.